Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. Customer loaded a new cartridge and received an accurate fill estimate. Tandem technical support reviewed pump data which showed that the insulin gauge depleted normally with the bolus and basal delivery.